Event description:
Reporter stated that patient wore device in shower and now there is no display on the screen. Patient could not tell if the device was working because there was no display. Patient immediately switched to back-up device. Patient's blood glucose was not affected.